Manufacturer narrative:
H11: the actual device was received for evaluation. Functional accuracy testing was performed at different rates and the device met specifications; the reported condition was not reproduced. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events in the past 12 months; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) # - the complete UDI number is not available as the serial number was not reported. E1: initial reporter facility name: (B)(6). E1: initial reporter phone no.: (B)(6). G1: device manufacturer address 1: northern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump overinfused. The infusion was completed in 30 minutes instead of the scheduled 1 hour. The screen showed 56 ml of the medication (monoferric) remaining; however, the bag was empty. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.